Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information/device evaluation. Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's husband to test the alert functionality and reported alerts were not functional. Dexcom has issued an rga for patient's husband to return the device to be investigated